Event description:
It was reported that the patient was hospitalized post procedure due to respiratory distress. The patient required intubation to address the issue and was released once stable. It is unknown which lead attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00006843. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00006843. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00006843. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.